Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
An rn reported that the device failed to indicate a shock-able rhythm when v-fib was displayed. There was patient involvement.

Event description:
A customer reported that the device failed to indicate a shockable rhythm when a shockable rhythm (ventricular fibrillation) was displayed. As the customer reported that the patient was in ventricular fibrillation; this incident will be reported as a serious injury. The device was evaluated at a philips repair bench by a philips repair bench technician. The fse was unable to duplicate the reported problem. The device passed all operations and quality assurance tests. No parts were replaced. Philips requested but did not receive additional patient information. The device performed as intended. The device did not detect a shockable rhythm after the third shock was delivered, as indicated by the ECG strips. The available information from this report does not support that the reported problem represents a systemic, design, or labeling problem. No further investigation or action is warranted. The device remains at the customer site.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
An rn reported that the device failed to indicate a shock-able rhythm when v-fib was displayed. There was patient involvement, because the patient was in vfib and required resuscitation, we are considering this to be a serious injury.